Event description:
On 05/31/2006, nellcor puritan bennett received three reports of deflation issues on a 10lpc tracheostomy tube while in use on a patient. The caller reported "the balloon was deflating during utilization. The caller also reported no patient injury, but reported additional stress for the patient." No further information was provided.